Event description:
The customer contacted beckman coulter (bec) reporting about 2 cubic centimeters (ccs) of diluent was discovered on the counter while reviewing previously run patients results (validating patients' results) from the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. The leak did not affect any patient results nor were any results generated or reported out of the laboratory.

Manufacturer narrative:
A bec field service engineer (fse) was not dispatched for this event. The service request was cancelled when the customer called bec and reported that she replaced the disconnected tubing at the sheath flow coil which corrected the issue. Failure mode is disconnected tubing at sheath flow coil. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).